Event description:
It was reported that during a revision surgery a portion of one screw head broke off during removal.

Manufacturer narrative:
Additional information has been requested. Method, result, and conclusion codes will be submitted with the additional information on a supplemental.